Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right atria (ra) lead exhibited oversensing noise resulting in inappropriate mode switch, suspected to be due to insulation breach which was confirmed with chest x-ray. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.